Manufacturer narrative:
Quality control (qc) was within specifications prior to the erroneous result. Level 3 qc tested on (B)(6) 2009 at 13:53 was out of the customer's specifications. Level 1 and 2 qc were within specifications. No errors were posted to the event log. Field service engineer evaluated the analyzer on (B)(4) 2009. Hardware verification testing passed published specifications. There were no hardware issues. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
Customer reported an erroneous vitamin b12 test result above the normal reference range was obtained for one patient when using the unicel dxi 800 access immunoassay system. The erroneous test result was identified when compared to a second test vitamin b12 test result that was within the normal reference range. Erroneous test results were reported out of the laboratory. A corrected report was sent to the physician. No reports of death or serious injury, and no affect to patient treatment as a result of this event.